Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received.. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. Were there any patient consequences? No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. When doctor used suture to suture the muscle layer of a patient during surgery, the suture broke with a slight pull of the hand. Seriously affecting the tightness of surgical sutures. Changed another one to complete the surgery. Additional information has been requested.